Event description:
It was reported that a proultra endo tip separated during a procedure. The separated piece was retrieved without sequela.

Manufacturer narrative:
In this incident, a proultra tip #4 separated. Though the separated tip was retrieved and there was no report of patient injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure of function (though such intervention inadvisable per expert opinion provided by dr). Therefore, this event is reportable per 21 cfr par 803. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.